Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the first two pipelines did not open in the middle section. The pipelines had not been placed in a vessel bend when it failed to open. There were no additional steps or other devices attempted to open the pipelines. There was resistance when attempting to recover/resheath the pipeline into the microcatheter. Resistance occurred in the distal end. A continuous saline flush was administered and maintained as indicated in the IFU. There was no damage to the pipeline pushwire or catheter observed. Marksman microcatheter used.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex braid was returned inside of a biohazard bag and a shipping box. The pushwire and catheter were not returned with the braid. ¿ visual inspection/damage location details: the braid's distal and proximal ends were found opened and frayed. However, the braid's middle was found opened and no damage. No other anomalies were observed. ¿ conclusion: based on the returned device, the customer complaint was not confirmed as the braid was returned without the pushwire and catheter. The braid's distal and proximal ends were found opened and frayed. Additionally, the braid's middle was found opened and no damage. The cause of failure to open and resistance could not be determined. Possible causes include severe vessel tortuosity and damaged braid. The braid can become damaged due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that 3 pipelines failed to open and one pipeline had detached. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the right internal carotid artery c4 segment with a max diameter of 20mm and a 9mm neck diameter. The landing zone was 3.8mm distally and 4.8mm proximally. It was noted the patient's vessel tortuosity was severe. Dapt (dual antiplatelet treatment) was administered and the pru level was 0. The angiographic result post procedure showed the blood vessels were unobstructed and no defect. It was reported that when the surgeon treated the aneurysm, they selected ped-500-35 for deployment. The tip end did not open smoothly, but the tip end opened after deploying a longer distance. However, when the stent was halfway placed, the back half of the stent could not be opened. For the safety of the patient, a new dense mesh stent was replaced. This stent was reported and was the first reported. Later, the 4.75-35 stent was replaced to continue the treatment. The same problem as ped-500-35 occurred. The back half of the stent still could not be opened after half of the stent was deployed. The stent still could not be opened after being withdrawn from the body. This stent was the second reported. The 4.75-30 stent was replaced for treatment. The tip end of the stent could not be opened. Under the influence, it was found that the tip end was damaged and it was also damaged when it was withdrawn from the body. This stent was the third reported. Later, the 4.5-35 stent was replaced to continue treatment. The tip end of the stent was in a good position and the degree of opening was also very good. However, when the deployment was interrupted, the surgeon pushed and pulled the stent guide wire, but the stent could not continue to be deployed and recovered. It was suspected that the stent guide wire and the stent had been detached. The stent could only be recovered with the intermediate catheter. This was the fourth reported stent. Later, due to repeated problems with the stent and the long surgery time, the surgeon chose not to continue treatment. The pipelines were used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.